Event description:
It was reported that a nurse noticed a spark at the top of the radiant warmer and witnessed a little "lightning bolt" (arc) entering the pts chest and exiting through the right hand. Then the mattress covering caught fire and the infant was removed. The infant received minor burns on the chest and four fingers. No cardiac arrest or other problems with the pt were noted and the infant appeared to be in good condition.